Event description:
This pt had a left total hip arthroplasty in 1989. She presents at this time with complaints of increasing pain and "loosening" of the component. She has decreased activities or daily living and increased symptoms with weight bearing activities. She was admitted for revision of the total hip arthroplasty. All components were removed and replaced.